Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was noted that the issue with the lock cylinder was allowing the device to run in the load position and is consistent with trying to run the device in the load position or pushing on the disconnect sleeve while the device was running. The assignable root cause was determined to be due to improper device use which is use error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device locking mechanism was not functioning. During in-house engineering evaluation, it was determined that the device failed the safety assessment, runs in the load position, the pawl release and lock cylinder were damaged allowing to run in the load position. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.